Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to the hospital for lab test because the doctor want to checked her a1c. When the result came in her doctor called her to go to emergency because she was hyperglycemic. The patient was not experiencing symptoms. She went to the emergency because they checked using bg meter it's 434 mg/dl while her dexcom was 299 mg/dl. She was given IV fluid, when her reading in bg went to 404 mg/dl she was discharged same day. Her dexcom reading was 270 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.